Manufacturer narrative:
Investigation conclusion: the complaint of losing power was confirmed during log review and reproduced during testing. The power loss is believed to be the result of a channel disconnection. The report of no alarm was not confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, on (B)(6) 2020, suspect device lvp sn (B)(6) and affected device lvp sn (B)(6) alarmed multiple times for channel disconnect and recorded the devices were removed and re-added. Testing reproduced audible alarms with the channel disconnect. Device inspection: lvp sn (B)(6) was received in fair condition. The instrument seal was intact. Dried fluid and corrosion were observed on the male iui. Corrosion was observed on the female iui. Corrosion observed inside the rear case. Multiple cross marks observed on the motor strap indicates shifting within the case. Dried fluid observed inside the door, on the rear case under both iui¿s, on the inside surface of the motor control board, inside the door, and under the membrane frame. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. All inspected parts were bd manufactured. The bezel was observed in good condition. Root cause analysis: the probable cause of the complaint of losing power was believed to be the result of channel disconnection. The root cause of the channel disconnection can be attributed to damaged iuis. The root cause of the complaint of not alarming was not identified. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (18may2007). A review of the device service history record was performed beginning from the date of manufacture to the present date (17dec2020) and indicated that this device has been previously returned two (2) times for the following service: (B)(6) 2008 lvp spring recall- unit not serviced. X-ray inspection performed. Board updates not required. (B)(6) 2016 doesn't detect set, wont infuse- replaced bottle pressure sensor, ail assembly, bezel assembly, rear case assembly, iui, door latch assembly, membrane frame, and door harness. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that pc unit, channels a and b were noted to have lost power around 7:00am without alarming and stopped the infusion on the broviac and arterial line. The last time the channels were physically checked was at 6:15am. The biomed was able to duplicate the lost of power on channels a and b with modest pressure which the biomed believes to be inter-unit interface connector (iui) related. However, the biomed was not able to duplicate the loss of power on the pc unit. The customer is inquiring if there were any keys that were pushed between 6:15 to 7:15am and if there is any indication of pc unit losing power by error or battery. There was no consequences or impact to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that pc unit, channels a and b were noted to have lost power around 7:00 am without alarming and stopped the infusion on the broviac and arterial line. The last time the channels were physically checked was at 6:15 am. The biomed was able to duplicate the lost of power on channels a and b with modest pressure which the biomed believes to be inter-unit interface connector (iui) related. However, the biomed was not able to duplicate the loss of power on the pc unit. The customer is inquiring if there were any keys that were pushed between 6:15 to 7:15 am and if there is any indication of pc unit losing power by error or battery. There was no consequences or impact to the patient.